Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, "[surgeon] called me today and said that [surgeon] has had 3 patients need a reop from a prior vsd because of a hole in the photofix over time between the 2 ventricles. He said this has only happened "inside the heart" and not outside. [Surgeon] said he may have a patient with the same problem. No patient names, dates, serial numbers of photofix have been mentioned yet."

Event description:
According to the initial report, "[surgeon] called me today and said that [surgeon] has had 3 patients need a reop from a prior vsd because of a hole in the photofix over time between the 2 ventricles. He said this has only happened "inside the heart" and not outside. [Surgeon] said he may have a patient with the same problem. No patient names, dates, serial numbers of photofix have been mentioned yet."

Manufacturer narrative:
From the limited information available, at some point in the undefined past, 4 patients had previously undergone intracardiac repair of ventricular septal defects (vsd) using photofix patch material. These patients reportedly needed to undergo reoperation do a ¿hole in the photofix¿. Time to reoperation is unclear but was approximately several months to a few years post-operatively. Specific details regarding any of the incident or reoperation procedures are not currently available. It was noted that the procedures performed in the hearts all involved large pieces of the material and were complex reconstructions. No tissue was returned for evaluation. Additional information including patient medical history and surgical notes for the initial surgery or the re-operation are not available for consideration in this complaint evaluation. Per the instructions for use (IFU), photofix is indicated for intracardiac repair as was done in these reported cases. Ventricular septal defect (vsd) repair is one of many congenital heart defects wherein pericardial patches have historically been used when autologous pericardium is not an option. As reported by velickovic, et al. (1), patients presenting with congenital heart defects are at risk for an ongoing need for repeat and repair surgery. The authors reference a meta-analysist that reports a 16% proportion of patch-related reoperations for vsd (isolated repair) with the index surgery using either xenogeneic, autologous or synthetic patch material. These options are well established patch materials, and patches derived from bovine pericardium have demonstrated to be effective for the closure of several common cardiac anomalies including vsd. Incidence of calcification was noted as a reason for interventions, but it is unclear if this was the sole reason leading to reoperation nor what the length of time to reoperation was. The baird, et. Al., (2) publication is a retrospective review of their series of photofix used for congenital cardiac repair surgery. Repair of vsd was one of many indications for surgery within the 383-patient cohort. Of these, seventeen patients (4.4%) underwent a late reoperation at a median of 2.5 years (range, 1.3 months to 6 years). One of these reoperations (0.2%) was due to a fracture of a heavily calcified photofix patch used for tunneling the vsd to the aorta in a rastelli (incident) procedure. There was no report of reoperation due to post-operative holes in the patch material. Freedom from all-cause reoperation was 63.2% at 5 years post-operatively. The lot numbers nor dates of surgeries were provided, therefore, a review of the device history records could not be performed. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. A complaint and recall query could not be performed as the lot numbers were not provided. The source of the described ¿holes in the patch¿ remains unknown. The photofix manufacturing process includes 100% visual inspection prior to final packaging. The relationship between the reported events and photofix cannot be determined without additional information. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.